Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a annuloflex-size 32 valve was implanted and explanted on (B)(6) 2021. The manufacturer did not received any allegation of a device malfunction or a serious injury for the patient from the hospital regarding this event.